Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high pacing thresholds. The lead remains in use. No patient complications were reported as a result of this event.